Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notifier due to hvli oor. Investigation showed that the device inappropritately delivered the patient notifier due to postponed measurement. Physician did pc shock test and shock impedance and all other electrical parameters are normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.